Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt had a history of hypertension, hypercholesterolemia, benign prostate hypertrophy, chronic renal failure, gastroesophageal reflex disease and peripheral vascular disease. The proximal non-aneurysmal aortic neck measured 22-23mm in diameter. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal neck measured 2.5cm. The physician reported that the bifurcated stent graft pulled down 1cm; therefore, a proximal aortic cuff was placed. It was reported that this might have been due to physician error. An angiogram demonstrated that the left hypogastric artery was partially occluded. The physician reported successful exclusion of the aneurysm with no presence of endoleak on final angiogram. The pt is reportedly doing fine, and there was no additional clinical sequelae reported relative to the event. The device was discarded and was not available for investigation.